Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely due to the age of the device; the image was not stable because the scope socket wore out and the connection became loose due to the repeated use for a long period of time.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of ¿worn-out socket¿ was confirmed. The issue was due to a poor connection. The high intensity mode was not working. The issue of ¿when the camera is plugged in, the picture does not stay consistent¿ was not confirmed. It was also found there was a charred fuse holder on the socket power supply that indicated a bad power supply. There was corrosion inside the air tubing and the lamp had expired. The bottom side chassis, inside top cover, and front panel rusted. There were missing screws on front panel and missing screws on the back of main board. In addition, the old revision igniter and iris cable needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii xenon light source had a worn-out socket. When the camera was plugged in, the picture did not stay consistent. The issue was identified during preparation for use. No patient involvement was reported.